Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During an initial evaluation of the device at the manufacturer's service center, two reportable ventilator service required error codes were found in the device's error log relating to no li ion battery power and a charger clip failure. Additionally, another low priority ventilator service required error code was noted that relates to an urgent reminder needing to be addressed. It is noted that the cord retainer is missing or broken as well. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the initial evaluation of the device at the manufacturer's service center, two reportable ventilator service required error codes were found in the device's error log relating to no li ion battery power and a charger clip failure. Additionally, another low priority ventilator service required error code was noted that relates to an urgent reminder needing to be addressed. It is noted that the cord retainer is missing or broken as well. The manufacturer's investigation has since been completed. The service technician states that the power management printed circuit assembly (pca) board will need to be replaced to resolve the no li ion battery power and charge clip failure issues. No repairs were performed. The device has been scrapped. No further investigation is required.